Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor reported at first they were doing well during the day, but starting two weeks after implant they were urinating more often between 4-5 p.m, and they didn't think they had the right program because they were urinating too much, however, they were taking an ¿ddvap/anti-durietic¿ that seemed to be helping with the urinating at night. According to the consumer they would go several days where they were okay during the day, and then others they were urinating more, so they spoke with their doctor who told them they may not be on the right program and suggested to call the manufacturer. Initially the consumer stated they were on program 1 at 7 volts, but during the call when the patient programmer (pp) was used they were on program 4. Following this the consumer tried to increase stimulation, but stimulation was off. However, the consumer was able to figure out how to turn stimulation on and was able to go to program 3 at 1.6 volts, but they weren't feeling stimulation even though the doctor told them when they leaned back they should feel stimulation, but they didn't. According to the consumer since implant they seldomly felt stimulation even when therapy was working for their symptoms, but occasionally if they went too high they could feel stimulation. At the end of the call the consumer was planning on leaving stimulation on program 4 at 1.6 volts for a few days, but may turn stimulation up when needed. No further complications were reported.

Event description:
Additional information received from consumer¿s family reported that patient did not feel stim while therapy was on. Patient was current on program 1 at 1.8. They were going to increase stim till patient can feel it then back it down to one or two. Caller also mentioned sometimes patient can feel stim and sometime they can¿t. It was indicated that ¿patient went all day with not being too back but around 4 or 5 ¿, patient started having to go all the time in the evening. Patient got up a couple time last night. Patient took medication at night that slows the bladder and kidneys down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.